Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11667. Related manufacturer reference number: 1627487-2019-11669. It was reported the patient experienced ineffective stimulation. The patient was implanted with abbott ipg and adapters and another manufacturers leads. Surgical intervention was undertaken during which the entire system was explanted and replaced with abbott ipg and leads. Surgical intervention addressed the issue.